Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Caller successfully started their sensor session after being guided through a pump reset by technical support, and the cgm error did not reoccur.